Event description:
Event description guidant received information that this implantable cardiac resynchonization therapy-defibrillator (crt-d) oversensed noise on the ventricular rate/sense channel, resulting in pacing inhibition. A guidant technical services consultant reviewed faxed rhythm strips and suspects either lead damage (of the defibrillation lead), electromagnetic interferance (emi), or a device header anomaly is the noise source. Attempts to evoke noise using clinical maneuvers was unsuccessful. As well, the associated coronary sinus lead measured a rate/sense impedance of >2000 ohms; a conductor fracture was verified via chest x-ray (cxr). The device and lead system was explanted and replaced. The device and coronary sinus lead were returned for testing.